Event description:
This study compared the results of cardiac ablation procedures using proglide devices to achieve hemostasis. The intention of this study was to investigate the rates of early ambulation after cardiac ablation procedures and the complication rates of proglide devices. The rate of vascular complications was low; however for proglide, included the following: bleeding, hematoma, pain, thrombosis, hospitalization, blood transfusion, and medication. Multiple proglide devices were reported to have failed to successfully achieve hemostasis. The article concluded that proglide devices were effective in achieving early hemostasis, allowing for potential early ambulation and discharge of patients. Specific patient information is documented as unknown. Details are listed in the attached article, "preliminary insights into early ambulation and hemostasis after atrial fibrillation ablation using the perclose vascular closure device". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. The patient effects of hemorrhage, hematoma, pain and thrombosis are listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, ¿preliminary insights into early ambulation and hemostasis after atrial fibrillation ablation using the perclose vascular closure device.¿